Manufacturer narrative:
Field d9: updated to "yes" field g3: updated "date received by manufacturer" field g6: updated to "follow-up # 1" and "30-day" field h2: selected "correction, and device evaluation" field h3: updated to "yes". Checked "evaluation summary attached" box field h6: added component code to "4720". Added type of investigation to "10". Added investigation conclusion to "61". Field h10: added description of changes.

Manufacturer narrative:
It is unknown if the device is being sent back. Thus, a proper device analysis could not be completed, nor the reported issues confirmed. It was mentioned by the customer that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues.based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the damaged haptic is but is not limited to:· loading strategy· lens placement technique· accessory device support· poor handling during folding and insertingthe device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that the haptic twisted within the optic. The doctor mentioned that he was able to fix the lens, but he decided to replace the lens. No injuries were reported. No additional information provided.